Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent internal fixation of sacroiliac fractures. During the surgery, two set screws slipped in the process of inserting. The fix effect was not good. Both the set screws were completely explanted and replaced with new screw. No patient complications were reported as a result of the event.